Event description:
It was reported that it was discovered the right atrial (ra) lead had dislodged during a heart catheterization under fluoroscopy. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Additionally, the lead had passed the stylet insertion test without issue, indicating there were no blockages in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that it was discovered the right atrial (ra) lead had dislodged during a heart catheterization under fluoroscopy. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. Subsequently, the lead was returned for analysis.